Event description:
It was reported needle 25ga 1in had its needle penetrate through the shield. The following information was provided by the initial reporter, translated from japanese: "needle cover comes off and is in a sterile bag in a room-open situation."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/21/2021. H.6. Investigation: a device history record review was completed for provided lot number 200503. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, the needle had one cannula attached in the expected location and a second cannula attached on the hub with residual epoxy. Epoxy is the adhesive used to join the metal cannula to the plastic hub component. It has been determined that the extra cannula resulted from an error in the cannula assembly process. As a result of some isolated incident, a cannula became detached from one needle hub and fell onto the affected needle. Once the epoxy was cured, the extraneous cannula remained attached. This situation is more likely to occur in small gauges due to their low weight. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported needle 25ga 1in had its needle penetrate through the shield. The following information was provided by the initial reporter, translated from japanese: "needle cover comes off and is in a sterile bag in a room-open situation".